Event description:
Review of a published article determined that: hemorrhaging of the ima occurred while a ligasure device was in use. It was noted that the pt's ima was heavily calcified. There was 436ml of blood loss but no transfusion was required. The authors reported the pt as being alive and well 3 yrs post-op. Authors note that they believe heavy calcification of arteries was major contributing factor.

Manufacturer narrative:
(B)(4). The incident sample is no longer available for eval. If add'l info pertinent to the incident is obtained a follow-up report will be submitted.